Manufacturer narrative:
The field service engineer (fse) replaced the reagent, adjusted the sample probe, replaced and adjusted the gear pump, checked probe and wash levels, replaced syringe seals, and decontaminated the sample, reagent, and rinse water tubes. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 590942. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable li lithium results for 1 patient sample on a cobas pro c 503 analytical unit. The initial lithium result was 1.2 mmol/l. The doctor questioned the result as it did not match the patient's clinical picture and the sample was repeated. The repeat result was 0.8 mmol/l.